Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the identified symptom of failed 'downstream occlusion' test through the observation of constant 'downstream occlusion' alarms. Eval found the downstream sensor readings to be above spec. The downstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing, it was found that a spectrum pump failed a 'downstream occlusion' test. There was no pt involvement.